Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose ranged from 154 mg/dl to 215 mg/dl. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for insulin therapy.